Event description:
Meter name: one touch ultra. Strip name: one touch ultra test strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shakes, dizziness, lightheaded. The pt reported that they could not test on their meter. The meter allegedly was not powering on. The pt was unable to get a result. There were no results reported from any other source. There was no comparison between pt's meter and any other device. There was no treatment. No further info has been reported.